Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was planned to be implanted in a patient for the endovascular treatment of a 53mm abdominal aortic aneurysm. It was reported during the index procedure prior to implanting the endurant limb, there was difficulty venting air noted. The physician elected to use a replacement stent graft and the procedure completed successfully. Per the physician, the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received; difficulty venting air was clarified as when the central cavity was flushed no liquid came out of the tip. If information is provided in the future, a supplemental report will be issued.